Event description:
Boston scientific received information that shortly following a routine device implant, this patient had presented to the hospital suffering from a syncopal episode. Increased threshold measurements with loss of capture was also observed. The patient was noted as being pacemaker dependent. Flouroscopy was performed and concluded both the right atrial lead and right ventricular lead had dislodged. A lead revision was performed to extract both leads and implant new leads on the right side. No change to the device. There were no additional adverse patient effects reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a deformed outer coil at a distance of some 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The abrasion marks along the lead were most likely caused by an interaction with a nearby lead and the generator housing. Further damages resulted most likely during the explant procedure. Regarding the clinical observation, no deviations were noted which may be related to the dislocation of the lead. The analysis did not reveal any sign of a material or manufacturing problem.